Event description:
It was reported that during an unknown procedure when the device was applied, no coagulation was possible. No pt consequences were reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.